Event description:
There was an allegation of a questionable elecsys dhea-s result from the cobas e 602 module. The initial result was > 1000 g/dl, and the repeat result was > 1000 g/dl. The sample was repeated on a non-roche device with a result of 301.07 g/dl. The sample was repeated on another non-roche device with a result of 212.502 g/dl. The initial result was questioned because it did not match the patient's clinical diagnosis and was not released outside of the laboratory. The results of 301.07 g/dl and 212.502 g/dl are deemed to be correct.

Manufacturer narrative:
The cobas e 602 module (B)(6). The investigation is ongoing.

Manufacturer narrative:
The patient stopped taking the maca (lepidium meyenii) medication for a month. The elecsys dhea-s result was still >1000 ug/dl. The calibration and qcs were acceptable. The patient sample was received for investigation and was tested for interferents. The investigation detected the presence of an interferent in the patient sample, which caused the event. Product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.